Event description:
The account alleges that the brake/steer caster is bad, resulting in the brake not holding.

Manufacturer narrative:
The technician ordered replacement brake/steer caster. As of this report, no info has been provided to determine if this issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.